Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation; however, the unexpected medical intervention and delay to treatment/therapy appear to be related to circumstances of the procedure. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- device code 2017 clarifier: incorrect prepna.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). Three xience stents were implanted and a 3.5x20mm trek balloon dilatation catheter (bdc) was used for post dilatation; however, while continuing the procedure it was observed through angiography that the distal tip of the balloon had separated and was inside the rca. The separated portion was successfully snared, but noted to take 30 minutes to snare. It was noted that the bdc was not soaked prior to use. There was no adverse patient sequela. No additional information was provided.